Manufacturer narrative:
Qc run prior to the event was within lab-established ranges. Qc was run immediately after the event and was also within lab ranges. A precision run was performed and all results were within acceptable ranges. A field service engineer (fse) was dispatched and evaluated the instrument and found no issues. The false results were isolated to one sample and is believed to have been sample specific.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that unicel dxc 600 synchron clinical systems generated false results for sodium (na), chloride )cl), carbon dioxide (co2),creatinine (cr-s), and uric acid (uric) for one patient sample. The sample was re-poured and rerun with believable results which were reported out of the lab. Patient results are provided. The false results were not reported out of the lab. Patient treatment was not affected.